Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using o.b non-applicator tampons, vaginally for menstruation (frequency, lot number and expiration date unspecified). After an unspecified duration, when the consumer removed the tampon she noticed that the cotton shredded off. She further noticed some of the cotton detached from the tampon when she wiped. The action taken with the device and the outcome of the event were unknown. This report had non serious event and the company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. No sample received and no valid lot number provided. The analyst could not evaluate the alleged defect and could not confirm if the device met the specifications. A batch record review and the retain sample inspection could not be performed. History of non conformances reviewed revealed no non-conformance related to this complaint. Review of the complaint data found no adverse trends. No assignable root cause could be identified. There was no evidence to support that the device failed to meet specifications. Complaint trends will continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using o.b non-applicator tampons, vaginally for menstruation (frequency, lot number and expiration date unspecified). After an unspecified duration, when the consumer removed the tampon she noticed that the cotton shredded off. She further noticed some of the cotton detached from the tampon when she wiped. The action taken with the device and the outcome of the event were unknown. This report had non serious event and the company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.